Manufacturer narrative:
(B)(4). Report source: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned yet.

Event description:
It was reported that the loaner kit arrived to the hospital with the drill bit product fractured. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - drill. Reported event was confirmed as visual examination of the returned product/provided pictures identified the drill was broken near the tip. The piece that had broken off was not pictured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.